Event description:
Customer observed two falsely elevated advia centaur xp cea results that were lower upon repeat testing after respinning the samples and re-testing separate aliquots of the samples. There is no report of altered or prescribed treatment based on the elevated results. There is no report of adverse health consequences due to the elevated advia centaur cea results.

Manufacturer narrative:
The cause of the initially elevated advia centaur cea results appears to related to the sample handling at this site although no conclusions can be drawn. The limitation section of the instructions for use (IFU) states: "note: do not interpret levels of cea as absolute evidence of the presence of or the absence of malignant disease. Measurements of cea should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of cea in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Cea determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not use the advia centaur cea immunoassay as a screening test for diagnosis."